Manufacturer narrative:
Resolution had been requested several times and the boston scientific representative provided no further details from the non-boston scientific representative involved in this case regarding this event. The lead status is unknown at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a non-boston scientific representative that this left ventricular (lv) lead was being replaced as the lead was no longer working and had dislodged. No adverse patient effects were reported.